Manufacturer narrative:
D6a: estimated based on event date which was reported to have occurred approx 6-8s weeks after implant

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. Approximately 6-8 weeks post-implant the patient was evaluated in the emergency room for shortness of breath. A circumferential pe and cardiac tamponade was identified. A pericardiocentesis was performed and oral anticoagulation was discontinued. It was noted that the pe had been slow growing from the initial implant.